Event description:
It was reported that the patient¿s blood glucose level increased to 22 mmol/l (396 mg/dl) while wearing the pod for approximately 49 to 71 hours. The patient noted a significant rise in blood glucose levels, which prompted removal of the pod. Upon removal, visible bruising at the infusion site was observed, and the patient reported that the cannula was bent and flattened, believing it had not been properly inserted into the skin. As treatment, insulin was administered via pen, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.